Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The carrier hoop, introducer sheath, coil and delivery wire were returned for this complaint. The introducer sheath was inspected and no defect was noted and the twist lock of the introducer sheath had been opened. The coil was returned outside the introducer sheath found to be extensively stretched along the proximal end. Microscopic inspection revealed that no damage was noted on the zap tip of the delivery wire and the interlocking arm of the pusher wire. The coil was inspected and no damage was noted to the zap tip and the interlocking arm of the coil was found to have separated from the coil and was not returned to site. The coil dimensions that could be measured were found to be in specification. The coil was found to be missing 8 fiber bundles as a direct result of the damage and over stretching of the proximal end of the coil. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that a broken coil occurred. The patient was undergoing a transjugular intrahepatic portosystemic shunt. A 10mmx20cm interlock¿-35 was selected for use. During deployment in the lesion, ¿the physician thought the location was not good, and try to pull back the coil". It was noted that the interlocking arm of the coil to be fractured. The physician used a biopsy forceps to remove the coil from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken coil occurred. The patient was undergoing a transjugular intrahepatic portosystemic shunt. A 10mmx20cm interlock¿-35 was selected for use. During deployment in the lesion, "the physician thought the location was not good, and try to pull back the coil". It was noted that the interlocking arm of the coil to be fractured. The physician used a biopsy forceps to remove the coil from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.